Manufacturer narrative:
This report is submitted on september 13, 2023.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported).